Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the string was caught within the patient was confirmed, but the exact cause could not be determined. Four photographs were provided for investigation. Three of the photographs showed that the entire blue catheter had been removed from the patient; however, two ends of the string were connected to what appeared to be the insertion site. The pigtail was not tight. One photograph showed the proximal end of the catheter. The rubber seal was not positioned over the indent in the catheter hub and no portion of the string was visible at the catheter hub. It is unknown if the string was pulled at the time of placement to secure the catheter loop. After pulling the string, the string should be wrapped three or four times around the indent in the catheter hub. A knot may be tied in the string to reduce slippage. The rubber seal should then be pushed over the indent in the catheter hub until it snaps in place. What caused the string to become caught within the patient could not be determined. The reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of gfbn2320 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on 05-oct-2017 that the navarre pigtail drain was being removed and the wire became stuck inside the patient. 17-oct-2017 additional information received. Incident occurred on (B)(6) 2017, no harm to the patient only discomfort upon removal. It was reported that when the healthcare professional (hcp) went to remove the drain, the string was attached to the tip of the drain and became 'caught' on something internal. The drain came out easily as the pigtail was relaxed but the string became stuck in the patient. The hcp cut the string in order to pull it out of the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of gfbn2320 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2017 that the navarre pigtail drain was being removed and the wire became stuck inside the patient. On 17-oct-2017 additional information received. Incident occurred on (B)(6) 2017, no harm to the patient only discomfort upon removal. It was reported that when the healthcare professional (hcp) went to remove the drain, the string was attached to the tip of the drain and became 'caught' on something internal. The drain came out easily as the pigtail was relaxed but the string became stuck in the patient. The hcp cut the string in order to pull it out of the patient.